Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has been having extreme high blood glucose. He's changed his infusion set twice and is on his way to the hospital. The customer's blood glucose was 600 mg/dl. The customer reported an alarm on the insulin prior. He performed some troubleshooting and he mentioned he felt the insulin pump was working as designed. The customer was unable to troubleshoot at the time of the call due to being on his way to the hospital.